Manufacturer narrative:
Conclusion: device investigations revealed one powerpack leaking electrolyte beneath the cap. The returned device was visually inspected upon arrival and a mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Other damages found during device investigations could not explain for the reported symptom. This is a combined initial and final report.

Event description:
Three power packs, one of which had oxidation on the right contact, and a dacapo charger were received. The patient's mother noticed a liquid in the box where the power packs lied and she cleaned the fluid from the pack and then washed her hands. She came into contact with the electrolytic fluid. She was instructed to report if any skin irritation developed; as of 3 weeks after the event there has been no report of injury. No contact between the patient and the fluid has been reported.